Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the right ventricular lead exhibited low impedance. The physician attempted the reposition however, was unsuccessful. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the outer coil was offset, and the inner coil was overtorqued at the connector region consistent with procedural damage. Electrical testing verified that the inner and outer coils were shorting in this region. The cause of the reported event was due to the overtorqued inner coil that leads to shorting of conductors at the connector region consistent with procedural damage.